Event description:
It was reported that 15 bd safetyglide¿ needles were blocked during use. The following information was provided by the initial reporter: "have had 15 needles so far in the first 1 hour in which the needles feel clogged and are difficult to use or push."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 15 bd safetyglide¿ needles were blocked during use. The following information was provided by the initial reporter: "have had 15 needles so far in the first 1 hour in which the needles feel clogged and are difficult to use or push."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 31-oct-2022. Investigation summary: it was reported that the needles were clogged. To aid in the investigation, thirty-six samples with no packaging blisters were provided to our quality team for investigation. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. One sample did not expel the solution. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review was completed for provided lot number 2003405. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.